Event description:
It was reported that: "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine". 3 devices were reported. Associated mdrs: 3003898360-2025-00592, 3003898360-2025-00593 and 3003898360-2025-00594.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 30 staples left in the cartridge, indicating at least 5 staples were fired by the customer. The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received or the customer photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine". 3 devices were reported. Associated mdrs: 3003898360-2025-00592, 3003898360-2025-00593 and 3003898360-2025-00594.